Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug meropenam. It was reported the patient flushes easily with brisk blood return and the infusion stopped part way through the dose. Per reporter volume was 800, stop volume 67.3, measured volume 135 and the calculated under infusion was 9.2 percent. No adverse patient effects were reported. No additional information is available at this time.